Manufacturer narrative:
G.3 for initial emdr-00012 was inadvertently left blank, the correct date for g.3 in emdr-00012 is 02/apr/2021. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. Thickness is not measured because the other part of the device is missing. And the other part has the patch. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.